Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the part where the tubing was attached to her body just snatched off and the tubing detached from the quick release. She had already changed it out. The site location was her leg and the pump was lying next to her on the bed. The infusion had been in use for one day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.